Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 35 (mg/dl). Reportedly, the customer believes their recent increased activity and a need to adjust their basal rate setting has contributed to their low bg levels. Orange juice was consumed to address their low bg levels. System check indicated the pump was performing as expected. Recommendation was made to consult with their health care provider to discuss diabetes management.